Event description:
The complainant alleged during pt set-up, the device intermittently charges when the charge button is pressed. The complainant indicated that there was no pt involvement in the reported malfunction.